Manufacturer narrative:
Per the perfusionist, the membrane on the sensor was damaged. During laboratory evaluation, the product surveillance technician (pst) observed the level sensor to give a "level not attached" message with an audible alert. He also observed the sensor membrane to be damaged and is likely the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the level sensor. The unit operated to the manufacturer's specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor would intermittently drop out and show no sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.